Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that during use with siteseer diagnostic catheters green liquid has been seen exiting the catheter. Non mdt guidewires used in the procedures are also green. The catheters were removed from packaging, inspected and prepped per IFU with no issues noted. The catheters were flushed with saline with heparin with no issue. The siteseers were advanced in the patient with the non-medtronic wire. No resistance was encountered when advancing the devices. Excessive force was not used. When the wire was withdrawn, the backflow was green at first. Then the backflow was red, because of the blood. No patient injuries were reported. Further specific event details/dates are unknown.